Manufacturer narrative:
The specimens were collected in plastic serum separator tubes. On (B)(6) 2010, the ion selective electrode (ise) system was calibrated and ise qc results were within the lab's established ranges. The twice-weekly flow maintenance procedure was given to the customer. A field service engineer (fse) was dispatched: the fse had cleaned the flow cell, checked the ratio pump, and replaced an electronic component. No clear root cause has been identified to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) and potassium (k) results generated by the unicel dxc 600 pro synchron clinical systems for several patients. A) original na results were in the range of 125-132 mmol/l. Results in the range of 132-140 mmol/l were obtained upon repeat testing. Initial k results were in the range of 3.3-4.9 mmol/l. The original samples were re-tested and repeated k results were in the range of 3.5-5.3 mmol/l. The repeated results were reported out of the lab. No erroneous results were reported out of the lab. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.